Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar canal stenosis at l2-l3 and posterior spondylolisthesis at l2. Patient underwent transforaminal lumbar inter-body fusion. During surgery, when the surgeon was inserting a cage to intervertebral disc from its peek part (cranial side), the peek part of the cage (especially its tip part) touched the vertebral endplate and broke. The peek part and titanium part got separated. Before insertion, the surgeon expanded the cage to confirm if the functionality would work as intended and after the confirmation he shrunk the cage. There was a delay of less than 60 min in overall procedure time as a result of this event. No broken fragment of the implant remained in the patient. Patient complications were reported as unknown.

Manufacturer narrative:
Product analysis- visual and microscopic examinations were performed. Visual review of the implant confirmed the ¿ears of the -03 top components deformed and broken. Microscopic examination of the -03 peek top component scalloped features did identify and witness marks, suggesting possible physical obstruction during attempted implantation which prevented full insertion into the vertebral disc space. The above observations are consistent with implant fracture due to brittle overload during attempted implantation. If information is provided in the future, a supplemental report will be issued.